Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient's attorney, the patient experienced pain, erosion, infection, urinary problems, dyspareunia and inflammation. No other information is available.